Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6).

Event description:
The customer reported a loudspeaker alarm. A new speaker assembly was installed by a philips field service engineer (fse), and the device passed testing. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. It is unknown at the time of this report, if the speaker was able to produce sound, or if the issue was only related to an alarm message.

Manufacturer narrative:
Additional information was obtained indicating the speaker was not able to produce any sound at the time of the reported event. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.